Event description:
A 693 days after implantation of a 3.0x24mm taxus express2 drug eluting stent a stenosis occurred proximal to the stent. During the initial procedure, the target lesion was located in the proximal left anterior descending artery (lad). A pre-intervention stenosis of 80% was reported. A 3.0x24mm taxus drug eluting stent was deployed. A post-intervention residual stenosis of 0% was reported. The patient received heparin and integrilin during the procedure. No information concerning vessel calcification or tortuosity was reported. The patient reportedly had no complications. The patient presented 693 days after the initial procedure with 90% stenosis of the ostial lad, proximal to the previously placed 3.0x24mm taxus stent. A directional coronary atherectomy of the ostial lad was performed using a choice pt extra support guide wire and a 3.5 to 4.0mm flexi-cut directional coronary atherocath. The ostial and proximal lad were stented with a 3.5x12mm taxus stent. A post residual stenosis of 0% was reported. The patient received heparin and integrilin during the procedure. The patient reportedly had no complications.